Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump battery gauge was incorrectly displayed. Reportedly, when the customer plugged in the pump to charge, the battery was at 40%. The customer stated that the pump made a "screeching noise". Then the pump display turned black and a red light was flashing around the wake button. When the pump turned back on, the customer stated that the battery charge displayed 5%. During troubleshooting with tandem technical support (cts), the customer stated that the battery charge went back to 40%, then to 60% while on the phone with cts. Cts confirmed that the pump was functioning as expected; customer acknowledged. The customer's blood glucose level was 120 mg/dl.